Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was not opening on its own and was getting stuck; drawer had to be pulled to open, and nurses were having a hard time getting the last few cubies. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to open. A field service engineer (fse) found that the drawer slides got stuck at the halfway point and the drawer hard to pull fully open for cubie access. Fse replaced the sinking slide rails, noticed older latch inseparable, replaced the same, drawer controller, circuit board, and guard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.